Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd nano¿pen needle there was an issue with mixed product. There was no report of injury or medical intervention.

Manufacturer narrative:
No samples or photos were returned for analysis. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Based on an evaluation of severity and occurrence it was determined that no corrective action is required at this time.

Event description:
It was reported with the use of the bd nano pen needle there was an issue with mixed product. There was no report of injury or medical intervention.